Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a signal loss equal to or under one hour had occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. The receiver was charged and would continuously reboot. Functional testing was unable to be performed due to the perpetual rebooting. The receiver case was opened to download data log directly from the ui pcba board. An internal visual inspection was performed and passed. A review of the downloaded log was unable to confirm the signal loss equal to or under one hour. The probable cause could not be determined post investigation. In addition, a failed transmitter error was found in connection to the reported allegation. The reported issue of a the signal loss equal to or under one hour is reportable based on the finding of a failed transmitter error. No additional patient or event information is available.